Event description:
Healthcare professional reported right side "capsular contracture baker grade IV¿, ¿both breasts are tight, hard, sensitive, pathologically round, sensitive, the base is retracted¿, ¿both breasts show signs of a waterfall effect, sagging above the implants, sliding down in front of the implants¿, ¿multiple snowstorm marks and presumably some free silicone in the upper outer quadrant of the right breast. Signs of internal rupture are visible in the right breast¿, displacement", ¿creasing¿ the device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ crease/folding of implant: no observed creases on the device. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported right side "capsular contracture baker grade 4¿, ¿both breasts are tight, hard, sensitive, pathologically round, sensitive, the base is retracted¿, ¿both breasts show signs of a waterfall effect, sagging above the implants, sliding down in front of the implants¿, ¿multiple snowstorm marks and presumably some free silicone in the upper outer quadrant of the right breast. Signs of internal rupture are visible in the right breast¿, displacement", ¿creasing¿ the device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV (tight, hard, sensitive). The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ crease / folding of implant: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV¿, ¿both breasts are tight, hard, sensitive, pathologically round, sensitive, the base is retracted¿, ¿both breasts show signs of a waterfall effect, sagging above the implants, sliding down in front of the implants¿, ¿multiple snowstorm marks and presumably some free silicone in the upper outer quadrant of the right breast. Signs of internal rupture are visible in the right breast¿, displacement", ¿creasing¿, and "folds". Device has been explanted and replaced by a non-abbvie device.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 4, rupture.

Event description:
Healthcare professional reported right side "capsular contracture baker grade 4¿, ¿both breasts are tight, hard, sensitive, pathologically round, sensitive, the base is retracted¿, ¿both breasts show signs of a waterfall effect, sagging above the implants, sliding down in front of the implants¿, ¿multiple snowstorm marks and presumably some free silicone in the upper outer quadrant of the right breast. Signs of internal rupture are visible in the right breast¿, displacement", ¿creasing¿ the device remains implanted.